Manufacturer narrative:
Additional information: b5, d9, g3, h6 (fdm, fdr, fdc) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during enterotomy, the ligasure device was activating without pressing the activation button. The issue persisted even after shutting down and restarting the generator. Another handpiece was used, but the same issue occurred. The device was plugged into a vlft10 generator. Another ligasure devices with different lot numbers were used with the same generator and it worked fine. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the device's hook was bent out of its home position. Functional testing noted that the mechanical function of the device's jaw opening and closing was functioning properly. The sheath of the device was inspected and was found to be within specification. The hook of the device was likely damaged due to an excessive amount of force placed on the hook or shaft of the device. The weld integrity and the device's tactile were inspected and were found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was detected and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the device was activating without pressing the activation button. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: bent l-hook. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not bend instrument. Keep the instrument jaws and l-hook clean. Build-up of eschar may reduce the sealing, cutting, dissection ef fectiveness, and may heat jaws to the point of damaging the jaw insulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during enterotomy, the device was activating without pressing the activation button. The issue persisted even after shutting down and restarting the generator. Another handpiece was used, but the same issue occurred. The device was plugged into a generator. Another devices with different lot numbers were used with the same generator and it worked fine. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
D10 concomitant product: lf5637, ligasure lf5637 retractable l hook (lot#43550110x); vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during enterotomy, the device was activating without pressing the activation button. The issue persisted even after shutting down and restarting the generator. Another handpiece was used, but the same issue occurred. The device was plugged into a generator. Another devices with different lot numbers were used with the same generator and it worked fine. The patient outcome was reported as alive with no injury.